Manufacturer narrative:
The investigation determined that the service actions resolved the issue. The issue is consistent with an incorrect handling of the pinch valve tubing by the customer which may have caused damage to the pinch valve.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys vitamin d gen. 3 assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The customer noticed an issue with results for one patient sample and decided to repeat controls. Controls were acceptable on one channel of the analyzer, but were not acceptable on the second channel, which is used for vitamin d testing. The customer changed the pinch tubing on the analyzer, performed cleaning maintenance, and ran acceptable controls. Controls were again not acceptable the next day. The field service engineer determined the pinch tubing was incorrectly installed by the customer. The tubing was replaced and as a preventive measure, the pinch valves were replaced. The complained patient samples were repeated after these actions. (B)(6). The vitamin d reagent lot number and expiration date were requested, but not provided.